Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information to report, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the straight segment of the mid left anterior descending (lad) artery. A 2.75x24mm promus element stent delivery system (sds) was advanced and the stent was deployed. Next, the proximal portion of the stent was post-dilated with a 3.0mm non-bsc balloon. Then a previously used balloon was re-advanced but it would not advance to the stent. The next angiogram showed that the proximal end of the stent had moved distally and was also brighter; indicating that the stent struts had been distorted and bunched together. A new 3.5mm balloon was advanced and did not easily cross the proximal end of the stent. However, once it crossed the stent, it was inflated to re-appose the struts. The balloon catheter was withdrawn and re-advanced into the stent easily. An additional shorter stent was deployed overlapping the proximal end of the 2.75x24mm promus element stent. The final angiographic result was fine. No additional patient complications were reported and the patient's status is good. Additional information has been requested and is not available. This product is only ous approved but it is similar to an approved us device.